Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
A patient¿s blood glucose reached greater than 250 mg/dl while wearing the pod on leg site between 4 and 24 hours. The patient reported stomach pain and large trace of ketones. Patient was seen by a health care professional on (B)(6) 2017 and was diagnosed with diabetic ketoacidosis. The patient was provided antibiotics; drug name, dose and frequency unknown.